Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The cable connections and pcb's were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor went blank intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.